Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had a primary right knee on (B)(6) 2016. The patient came in due to signs of infection. On (B)(6) 2017 all medacta hardware was revised and a spacer was implanted. On (B)(6) 2017 the surgeon revised the antibiotic spacer as planned, and reimplanted medacta product. The surgery was completed successfully. Then, the patient came in again due to signs of infection. Batch review performed on (B)(6) 2017. Lot 144980: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was revised due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.